Manufacturer narrative:
The lot number for the device was reported and the device was returned for evaluation. A device history record is under review and the evaluation is currently under way.

Event description:
It was reported that during the attempt to cross a popliteal artery the distal end of a recanalization catheter detached. There was no patient injury reported.